Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The device history files from 2026-04-20 were investigated. No abnormalities were found in the device history. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device was in a clean state, and no damage was found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were checked according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,94%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) all measured values are within our specification. The device was disassembled, and the inside was investigated. No visible damage or residues of dry liquid could be found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
As reported by the user facility: the infusions have not run for the preset time (30 minutes). The nurse who had the pump at one occasion noticed that the pump was pausing. Despite being set for 30 minutes, it ran for 60 minutes. The last time this happened was on april 20. They select the medication protocol and run treatment 1, which is 30 minutes. Then the pump should run at a rate of 520 ml/h for 30 minutes. No patient injury reported.